Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had blisters all over her body due to having a nickel allergy. The patient's physician prescribed a cream. The patient discontinued use of the lifevest due to improved ef. The patient reported that since discontinuing use, the blisters have improved.